Event description:
Caller from inform system user facility reported patient blood glucose results: meter test at 6:03 = hi (greater than 600 mg/dl) meter test at 6:04 = 67 mg/dl meter test at 6:05 = 134 mg/dl lab test at 6:23 = 38 mg/dl the same lab specimen was also used in eight meter tests run at the same time: results were: 43 mg/dl, 41 mg/dl, 41 mg/dl, 41 mg/dl, crlo (critical low), crlo, 42 mg/dl, and 43 mg/dl. The facility's crlo is set to indicate values below 40. Controls were run on this meter and passed. There was no report of adverse effect to the patient based on the meter results. They are no longer testing this patient using fingersticks and no treatment was given based on meter readings. A request was made for the return of the strips; the meter was replaced in a different notification for a hardware error.

Event description:
The target lesion was in the proximal rca. The lesion was an isr of a previously implanted bms (brand and number of units were unspecified), ostial and calcified lesion. Aha/acc classification of the vessel was type c. The lesion length was approximately 70mm and the vessel diameter was approximately 2.5mm. It was an elective case. It is unknown if pre-dilation was conducted. The 1st cypher bx (2.5/28mm) was implanted at 15atm (inflation time unknown) at the distal portion of the target lesion. Then, the 2nd cypher bx (2.5/28mm) was implanted at 15atm (inflation time unknown) proximal to the 1st cypher bx. Finally the 3rd cypher bx (2.5/23mm) was implanted at 30atm (inflation time unknown) proximal to the 2nd cypher bx. It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flows before and after the procedure were unknown. Ivus was not conducted. It is unknown if act was measured. Five days post procedure, the patient developed unstable angina. Angiography was conducted and thrombus was observed inside of all three implanted cypher stents in the rca. When ivus was conducted, a stent fracture was observed in the 2.5 x 23mm cypher stent implanted in the proximal portion of the lesion. To treat the thrombus, aspiration and balloon angioplasty were conducted. Treatment for the stent fracture was unknown. Physician's comment: the possible causes of the thrombotic event is that the lesion was an in-stent restenosis and that the stent implanted in the proximal portion of the rca may have been under-dilated because of the heavily calcified lesion, and the effect of the stent fracture.

Manufacturer narrative:
(B)(4).